Event description:
It was observed during central processing that the mega suturecut needle driver instrument had broken wires at the distal end.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken wires at the distal end is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.